Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the embolization treatment the device did not open, despite several attempts. The device was removed successfully and a new device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The pipeline braid and pushwire were returned for evaluation. As received, the pipeline braid was not attached to the pushwire, the distal and proximal ends of the braid could not be determined. The braid was found to be fully open, with both ends having slight fraying. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported event. It is possible, that the damaged pipeline braid may have contributed to the reported experience. However, the cause for the damage could not be determined. All devices are 100% inspected for damage and irregularities during the manufacturing process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.